Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was operating in the back up mode due to not switching the device to magnetic resonance imaging (MRI) mode for an MRI scan. The device settings were reset to default and then restored to the previous settings. The patient's condition remained stable.